Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorme. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, anaemia and vaginal infection had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary prob: yes, psych injury : no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. This case become incident. Lab data added. Previously reported event injury to herself were updated to pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), back pain, anemia, gen. Abnorme. Bleed, psych injury, vag. Infect. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sickle cell trait, congenital choroid plexus cyst, urinary tract infection, dizziness, alpha thalassemia intermedia, ovarian cyst, perineal pain and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), abdominal pain ("abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("vag. Infect."). The patient was treated with nsaids and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, anaemia and vaginal infection had resolved, the psychological trauma, female sexual dysfunction, depression, anxiety, migraine, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary prob: yes, psych injury: no. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 6 coils noted to be trailing in the uterus. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal pain, back pain, vaginal discharge, lot number: a50512 manufacture date: 2012-09 expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received- outcome of vaginal haemorrhage, menorrhagia updated to recovering / resolving. New reporter, treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sickle cell trait, congenital choroid plexus cyst, urinary tract infection, dizziness, alpha thalassemia intermedia, ovarian cyst, perineal pain, uterine bleeding, pelvic pain, dysuria, thyroid disorder, urine odour abnormal and vaginal discharge abnormality. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 6 years 5 months after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced back pain ("back pain"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("vag. Infect."). The patient was treated with nsaids and surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, anaemia and vaginal infection had resolved, the psychological trauma, female sexual dysfunction, depression, anxiety, migraine, nausea, vaginal discharge, fatigue and weight increased outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding was resolving. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary prob : yes, psych injury : no. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 6 coils noted to be trailing in the uterus. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal pain, back pain, vaginal discharge, lot number: a50512, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: medical history, patient's aka name, reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sickle cell trait, congenital choroid plexus cyst, urinary tract infection, dizziness, alpha thalassemia intermedia, ovarian cyst, perineal pain and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, anaemia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary prob : yes, psych injury : no. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 6 coils noted to be trailing in the uterus. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal pain, back pain, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Lot number newly added. Events: abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, migraines / headaches, nausea, vaginal discharge, fatigue, weight gain, were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. A50512) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sickle cell trait, congenital choroid plexus cyst, urinary tract infection, dizziness, alpha thalassemia intermedia, ovarian cyst, perineal pain and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish,"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("back pain"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal infection ("vag. Infect."). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, back pain, anaemia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, migraine, nausea, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain, bleeding, bladder/urinary prob : yes, psych injury : no. The outer coil was deployed, the delivery wire was retracted and 3 coils were noted to be trailing in the uterus. The opposite side was then visualized and cannulized in a similar fashion with 6 coils noted to be trailing in the uterus. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal pain, back pain, vaginal discharge, lot number: a50512, manufacture date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.